Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that device was cloudy. There were no further complications reported regarding the event. Update: procedure involved : med the product came in contact with the patient. There were no patient symptoms reported.

Manufacturer narrative:
Product analysis #705010393: damage to the tip lens was confirmed during the inspection. If information is provided in the future, a supplemental report will be issued.